Manufacturer narrative:
The investigation for introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. The cause of the introducer damage issue was not determined since the product was not returned.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that upon insertion of the 14 french, the impella cp introducer sheath pulsatile bleeding was noted on the male patient at the score of the sheath were the peel away occurs. Single access was not able to be obtained because of this issue. The patient later developed a hematoma at the insertion site and manual pressure was held. The patient's outcome at time of explant was noted as expired. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the (death) outcome.